Event description:
The customer reported that the surgeon received a burn while performing a procedure. The surgeon received the burn while using (B)(4) insulated forceps. The degree of burn and the treatment of the burn have not been made available by the site contact. The customer has tested the unit at the site and does not believe the generator contributed to the reported incident. The customer did not indicate any pt involvement. Additional questions regarding the incident have been asked to the customer.

Manufacturer narrative:
(B)(4). The return of the incident generator has been requested. To date it has not been received for eval. Additional questions in regard to the incident have also been asked. If the unit is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.